Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that approx. 81 months after implantation, the lead was capped and left in situ. The reason for the surgery was oversensing and suspected electrode fracture.